Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2019-00717.

Event description:
The user facility reported that when going to close with the involved angio-seal device, they could not get the angio-seal in the artery. The transition was a bit banged up, so they went in with a standard pinnacle that went in perfectly. After that, they tried a new angio-seal and the footplate pulled through the arteriotomy. They performed atherectomy and stent and got access with a 6fr precision sheath and then a 45 cm destination. The patient was in stable condition, and the procedure outcome was a success. Additional information was received on 27aug2019. There was a pre-deployment angiogram performed. It was hard to get the first angio-seal to go in and then they used a standard sheath and had no issues. Hemostasis was achieved by holding pressure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.